Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 290 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. The product will be returned.